Manufacturer narrative:
(B)(4). The sample was received for evaluation on 03/01/2011. An actual sample was received for evaluation. A visual inspection of the sample was performed, and no defects were observed. The sample was then submitted for functional testing and clear passage testing, and no abnormalities were observed. The reported condition was not confirmed and no root cause was identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
The customer reported to baxter a clearlink system y-type blood/solution set in which a no flow/restricted flow occurred. According to the report, the nurse was attempting to prime the set with normal saline, but the solution would not prime to the end of the filter. The condition occurred during priming before patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.